Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection reflin (1g; route, frequency, and duration not reported), injection fortum (1g; route, frequency, and duration not reported), amikacin (250 mg; route, frequency, and duration not reported), and injection heparin (2000 international units; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.